Manufacturer narrative:
B5 (describe event or problem) was updated. D4 (suspect medical device, brand name, model #, catalog #, lot #, expiration date, primary unique device identifier (UDI) #) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 codes were updated. The reported complaint that the zoll catheter was ruptured was confirmed during the functional testing of the returned icy catheter (lot #195238). A bonding leak was observed at the distal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. During the functional leak test of the returned catheter, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 195238.

Event description:
The customer reported that the icy catheter (lot #195238) was ruptured. No additional information was provided. No harm was reported.

Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the zoll ivtm catheter (lot # unknown) was ruptured. No additional information was provided. No harm was reported.